Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the screwdriver fractured during the procedure.

Manufacturer narrative:
Report source foreign: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed the instrument fractured. The returned product was sent to sem for further evaluation. It was noted that the instrument has numerous link deformations, scratches & wear marks. The driver portion has numerous link deformations with 2 fractured links near the link start with artifacts that suggest bending overload fractures. Also, the shank portion has numerous wear deformations with a fractured link. The shank portion has at least 1 visible fracture surface with artifacts suggesting a bending overload fracture. Eds semi-quantitative elemental analysis showed that the flex driver is consistent with 17-4 ph stainless steel. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.